Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-13371. It was reported the patient had their system explanted because the therapy did not help their pain.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-13371.